Event description:
During a follow-up, the device was found to be in backup vvi mode. Due to the reset, the device was explanted. Review of the egms during device analysis, revealed noise associated with a lead anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Issue late due to re-evaluation of event.